Event description:
Foley tubing is coming out of packages with "kinks" and "pinches" in the tubing that are molded into the product and unable to be straightened. This is causing blockage of urine flow. Effected products seem to be bags with urine meters attached and include bags with and without closed catheter systems.